Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient's right hip was revised for implant loosening of the stem and cup so everything was explanted and reimplanted with stryker revision components and competitive revision products.